Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the left ventricular lead exhibited loss of capture. During lead revision procedure, fluoroscopy was performed, and the image showed the lead had dislodged. The lead was explanted. Re-access of the subclavian vein was unsuccessful for potential re-implant of a new lv lead; the port was plugged, and no new lead was implanted. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.